Event description:
The device is functioning within specifications, and the user has good hearing performance. However, she is experiencing facial stimulation and headaches. After trying different solutions to avoid the facial stimulation by the audiologist, the user still does not feel comfortable. As a result, her parents have decided to remove the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. The device is working within specification. This goes in line with the recipient report, as the device was explanted due to facial nerve stimulation, which is a known undesired side effect of cochlear implantation. Hearing performance was not affected. Furthermore, 2 contacts appear to have migrated. This is a final report.

Event description:
The device is functioning within specifications, and the user has good hearing performance. However, she is experiencing facial stimulation and headaches. After trying different solutions to avoid the facial stimulation by the audiologist, the user still does not feel comfortable. As a result, her parents have decided to remove the device. The user has been re-implanted.